Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with a stopcock attached to the hub. There was blood in the wire lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection under magnification revealed the balloon material was torn 7mm ¿ 8mm from the distal tip in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found of the proximal bond. There were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-04235. It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous right popliteal artery. A 4mm x150mm x150cm coyote¿ balloon catheter was advanced for dilatation and on the first inflation at 8 atmospheres, the balloon ruptured. The device was removed intact and then replaced with a 4mm x 60mm x 80cm sterling¿ balloon catheter. However, on the first inflation at 10 atmospheres for 12 seconds, the second balloon also ruptured. The device was removed intact and the procedure was completed with a 6mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2014-04235. It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous right popliteal artery. A 4mm x150mm x150cm coyote¿ balloon catheter was advanced for dilatation and on the first inflation at 8 atmospheres, the balloon ruptured. The device was removed intact and then replaced with a 4mm x 60mm x 80cm sterling¿ balloon catheter. However, on the first inflation at 10 atmospheres for 12 seconds, the second balloon also ruptured. The device was removed intact and the procedure was completed with a 6mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.